Event description:
It was reported that two confidence kits were used for a procedure, though the exact events dates and whether the problem occurred in the same procedure is unknown. The complainant reported pump leakage due to the safety valve activating too early, after 120-150 seconds, thus making it impossible to proceed with the cement application. No prolongation of surgery or adverse patient effects occurred, and another kit was readily available to complete the surgery.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
It was noted that there were no obvious visual defects with the pumps when received. Both samples were tested on a pressure gage. Both were above the specification of 151.5-188.5 bar (according to manufacturing process specification) before the safety valve engaged. One pump maxed at 177.6 bar and the other pump maxed at 166.9 bar. A review of the device history record for the confidence kit found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the confidence spinal cement system was conducted on the product family because the hydraulic pump, reservoir and cement are common to all confidence cement kits. Review of complaints found no significant trends. The reported issue was not confirmed and the root cause of the reported issue is unknown. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.